Manufacturer narrative:
The cello was returned; analysis is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a cello balloon that would not deflate completely during a procedure to treat a patient for stroke. The patient's vessel tortuosity was minimal. No patient harm was reported.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the cello balloon guide catheter was returned for analysis. The dilator in the main lumen was approximately out ~59.5cm from the hub. No issues were found with the main lumen hub and the body. Upon visual inspection, no issues or irregularities were found with the balloon. No other anomalies were observed. The cello balloon guide catheters will be sent to fuji corp. For further investigation. Based on the device analysis and reported information, the customer¿s report of ¿no/slow deflation during procedure¿ could not be confirmed. Per the fuji investigation report, it was confirmed that there was not any problem for product record and inspection record. This product has been balloon tested by air injection, and we confirmed that it inflates. Based on the above results, it is speculated that the product got crushed and kink of the inner tube caused by over pressurization of injection of the contrast agent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.